Event description:
During routine testing of the device at the service center, the service tech reported that the electronic pt gas system (epgs) failed the automated testing for flow and had oxygen percentage inaccuracies. Since the event occurred during routine testing, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.